Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. Battery acid was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
The customer called ameda on (B)(6) 2014, stating that half way through a pumping session, the battery compartment popped off. The record indicates that she describes that one of the batteries exploded. She stated she felt a burning sensation and noticed a red burn (on her right hand) in the space between her index finger and thumb and also between her little finger and ring finger. She stated that she received a burn, the size if a nickel, in these areas. Mom denies blistering or skin breakage. She only treated the area with cool water. The customer did not seek medical attention either by phone or in person.